Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. An xt clip was inserted and placed on the mitral valve. During the lock line removal, the clip opened. To stabilize the clip, an nt clip was inserted and grasping was performed. However, both leaflets were unable to be grasped. Therefore, the device was removed and the procedure was discontinued. Mr was reduced to a grade of 2+. The following day, it was observed that the clip continued to open and mr is at a grade of 3+.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip was deployed/implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. An xt clip was inserted and placed on the mitral valve. During the lock line removal, the clip opened. To stabilize the clip, an nt clip was inserted and grasping was performed. However, both leaflets were unable to be grasped. Therefore, the device was removed and the procedure was discontinued. Mr was reduced to a grade of 2+. The following day, it was observed that the clip continued to open and mr is at a grade of 3+.